Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had power failure. The customer reported that she got replace battery alarm without getting low battery alarm prior to that. Customer's blood glucose was 124mg/dl. The insulin pump will not be returned for analysis and replacement pump will be sent.

Manufacturer narrative:
The device passed the full functional test including the displacement test, rewind test, prime test, seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Low battery alarm and power loss alarm confirmed in the format history file and then power management parameters graph confirmed power error 25 alarm was triggered when backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance on electrical board. After disconnecting and reconnecting the internal battery connector, pump was monitored and functioned properly. The device was received cracked retainer, minor scratched display window and scratched case.